Event description:
A customer reported that the equipment presented air bubbles during a vitrectomy procedure. The case was able to be completed with the same equipment and accessories with no delay. There was no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address complaints of a similar nature. (B)(4).